Event description:
It was reported that the pump was missing half of the continuous glucose monitor graph. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.